Event description:
It was reported that an employee from the mail company that forwards to abbott diabetes care returned products from argentina, sustained a needlestick injury from a used lancet. The individual was tested for infectious diseases and was prescribed "pills". No results from the infectious disease screening was provided. The prescribed medication was not identified by name in the complaint. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. Device investigation will not be conducted for this incident. The event was related to the processing of product to be returned to adc.